Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplement form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (407 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer delivered correction boluses to bring down blood glucose levels.